Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during catheter placement they foley catheter balloon ruptured and leaked when filled with water, the department has been using this product for many years and reports no issues with its operation and requests a replacement set to avoid damaging the product¿s reputation within the department, it was a single use sterile urinary catheter, outer diameter 22 fr (7.3 mm), balloon volume: 30 ml, model 123422c, lot number myjt1207.